Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6 ,h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction and found that after examining each related part, it was found that the ac power reel cord was the cause. The fse replaced the ac power reel cord. It was confirmed that it is possible to operate with ac power and charge the battery after replacement. All functional and safety test performed per specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) does not enter charging mode even when operated with ac power.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) does not enter charging mode even when operated with ac power. No health damage was reported.